Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The reported inability to remove the gripper line resulting in stretching of the gripper line was confirmed via returned device analysis. A definitive cause for the reported inability to remove gripper line could not be determined. The reported stretching is associated with difficulty removing the gripper line. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that during an attempt to remove the gripper line, the gripper line would not floss, which has the potential to lead to a portion of the gripper line to be left in the anatomy and/or the need for intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets, and an attempt was made to establish gripper line removability, but the gripper line did not move and was stretching. Troubleshooting steps were performed, but were unsuccessful; therefore, the cds was removed and replaced. A new cds was used without issue. One clip was implanted and the mr was reduced to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.